Event description:
A talent thoracic stent graft system was implanted in a pt approximately 2 months ago for the endovascular treatment of a descending 5.7 cm thoracic aneurysm just above the celiac artery. There was moderate angulation of the distal aorta, and the distal aortic neck was funnel-shaped with thrombus. The pt was not an open surgical candidate. It was reported that although there was poor imaging during the implantation, no issues or endoleaks were noted at the time of implant; however, at the 1 month f/u, it was noted that the distal stent graft apparently missed the distal landing zone by 15 mm at the time of initial implant. Consequently, a distal type I endoleak was noted at the f/u. The physician elected to intervene by placing a 38 mm distal extension (MFR report # 2953200-2010-01260) to build down to the celiac artery. During deployment, it appeared that the stent graft started to deploy misaligned; however, as one more stent ring was deployed, and the misalignment was self-corrected. The final positioning was fine without any misalignment; however, the distal type I endoleak was still present. No further intervention was done for the type I endoleak, as the physician had already built down as far as possible to the celiac artery. An add'l 38 mm proximal main piece was then also implanted successfully as a preventive measure to ensure there would be no junctional type iii endoleak between the two distal stent grafts. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): (endoleak); (moderate angulation of the distal aorta; funnel-shaped distal aortic neck and thrombus); (poor image during implant).